Event description:
Rep reports they were notified of case. Pt had axonics device currently implanted. Told physician it was axonics device and physician proceeded to replace with (B)(6) device. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).